Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller quit working on friday night. Patient said the implanted neurostimulator (ins) was on and they wanted to turn the stimulation off to go to bed, but the controller wouldn't work and it has not worked since friday. Patient stated the controller kept running for 2 days and the implant kept vibrating. Patient services assisted patient with resetting the controller, after resetting, the controller power on and rechargingwhen plugged into the outlet with green light flashing with set up screen. Agent assisted patient with the set up process. Patient service asked patient to inspect the recharger for damage and patient said there was no visible damage to the recharging antenna. Patient started charging the implant and getting excellent quality, controller 100%, implant red. Agent recommend monitoring the devices and callback for assistance if necessary. The troubleshooting steps that were taken on the call resolved the issue. Patient called back reporting their stimulation won't turn on. Patient said when they pressed on the white button on the top nothing happened. Patient said the issue started last friday. During the call, agent had the patient reset the controller. Agent asked, and the patient confirmed no damaged on the battery compartment pins. Patient said they got memory problem data has been lost repeat the setup process. Agent had the patient enter the date and the time. Patient said after unlocking the controller screen they got no device found message. Agent had the patient start the ins charging session and the controller said charging finished. Controller battery was at 30% and the ins was at 100% charged. Agent had the patient disconnect the recharger. Patient said they were on the therapy screen and it was showing the stimulation was off. Patient said they were at group c. Agent had the patient press the white stimulation button to turn on the stimulation but the patient said the button was not pressing. Nothing happened. The stimulation button was not working. Troubleshooting did not resolve the reported issue. A request was sent to repair department to replace the controller.